Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted via the left upper arm on may 9, 2022. On may 10, 2022, when an alarm of the infusion pump sounded and the catheter was checked, the catheter was found to be broken in the oversleeve of the catheter connector. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with the two-piece connector and light usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break within the region of the connector strain-relief sleeve. The break profile appeared irregular. Tactile inspection of the sample revealed tensile weakness, necking and material discoloration in the vicinity of the break. Microscopic inspection of the break site revealed sharply defined fracture features. The break surface was partially granular and partially glossily striated. Material abrasion was observed in the vicinity of the break. Multiple splits were observed near the break. The splits exhibited sharply defined fracture features and material abrasion was observed in the vicinity of the splits. The break features, split features, material abrasion and tensile weakness were consistent with damage caused by manipulation of the catheter using a traumatic instrument(s) such as forceps or hemostats. The location of the damage, as well as the short timeframe between device placement and damage observation, suggested that manipulation occurred during device placement and potentially as part of catheter assembly with the two-piece connector. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong catheter implanted via the left upper arm on (B)(6) 2022. On may 10, 2022, when an alarm of the infusion pump sounded and the catheter was checked, the catheter was found to be broken in the oversleeve of the catheter connector. There was no reported patient injury.